Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the device failed pretest for check starting behavior at 3 bar, check the power with test bench at 6 bar: minimum 110 to 160 watt, check for excessive noise, check for noticeable untrue running, check triggers for forward/reverse mode, check function of soft mode switch (safety system), check for air leak, check air hose coupling, check reverse locking mechanism and check attachment coupling with attachments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the compact air drive had a sticky trigger. It was noted in the service order ¿motor with lockable keypad¿. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction; upon further review of the device investigation, it was determined that the assignable root cause was not traced to component failure due to normal wear. The root cause was traced to the environment. The conclusion code has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.